Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and was guided through reset process, after which error did not reoccur and sensor session was successfully started.